Event description:
Follow up information reported that the patient experienced shocking sensations and loss of stimulation. It was also noted that they were unable to turn the ins off at times. The whole device system was explanted and replaced. The patient received good stimulation and recovered without sequela. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had sporadic stimulation and poor therapy for the past four weeks. Impedance measurements on electrodes 4, 5, 6, and 7 of the implantable neurostimulator (ins) showed impedances >3600 ohms. Revision surgery was planned to replace the ins and possibly the leads. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead: model: 3777-60, lot#: v027356004, implanted: (B)(6) 2007, explanted: na. Lead: model: 3777-60, lot#: v029096032, implanted: (B)(6) 2007, explanted: na. Programmer: model: 37742, serial#: (B)(4). Recharger: model: 37752, serial#: (B)(4).

Manufacturer narrative:
Lead model: 3777-60 lot#: v027356004 explanted: (B)(6) 2012 lead model: 3777-60 lot#: v029096032 explanted: (B)(6) 2012. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator, model 37711, serial# (B)(4), found no anomaly. Analysis of the implantable lead, model 3777-60, lot# v027356004, found the conductor wires broken at silicone anchor site. Analysis of the implantable lead, model 3778-60, lot# v029096032, found the conductor wires broken at the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.